Event description:
It was reported that the patients ipg was no longer functioning as intended after receiving the elective replacement indicator message. The patient underwent an ipg replacement procedure and a rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.